Manufacturer narrative:
The device was returned and evaluated. Examination found the lens in 2 pieces across the optic. A review of the device history record (DHR) did not find any non-conformities or anomalies related to this event. The lot history, trend analysis, risk analysis and/or directions for use review were considered acceptable, with the product performing within anticipated rates. Based on the available information, the root cause of this event could not be determined.

Event description:
A surgical center reported that 3 days after implantation of an intraocular lens (iol) into the right eye, the patient experienced dysphotopsia. Approximately five months after implantation, the iol was exchanged with a different model iol.